Manufacturer narrative:
(B)(4). Attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. Doi: (B)(6) 2008 - dor: (B)(6) 2012; (right hip). Doi: (B)(6) 2009 - dor: (B)(6) 2012; (left hip). The sales rep has reported the revision surgery for the right side. Patient was revised to address increasing cobalt and chromium levels. Ppf and sticker sheets were received. Ppf alleges pseudotumor. The lawyer and law firm name are updated. Added stem for the previously alleges increasing cobalt and chromium levels. Doi: (B)(6) 2009 - dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.